Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), pelvic pain ("debilitating pelvic pain") and rheumatoid arthritis ("autoimmune disorder type of disorder: rheumatoid arthritis") in a female patient who had essure (ess205) (batch no. 509798) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included cilest (trinessa) from 2003 to 2006 for birth control as well as adalimumab (humira) from 2009 to 2015 and hydroxychloroquine from 2007 to 2015. In 2006, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), fatigue ("fatigue"), abdominal distension ("abdominal distention and bloating"), migraine ("migraines / headaches"), headache ("migraines / headaches") and arthralgia ("pain / joint pain / hip pain/ knee pain"). In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), depression ("depressed"), swelling ("swelling"), anxiety ("anxious"), neck pain ("neck pain") and pain in extremity ("feet and hand pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (salpingectomy with removal of both fallopian tubes and the essure devices in (B)(6) 2015). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device breakage, pelvic pain, rheumatoid arthritis, depression, fatigue, anxiety, abdominal distension, migraine, headache, arthralgia and neck pain outcome was unknown and the swelling and pain in extremity had resolved. The reporter considered abdominal distension, anxiety, arthralgia, depression, device breakage, fatigue, headache, migraine, neck pain, pain in extremity, pelvic pain, rheumatoid arthritis and swelling to be related to essure (ess205). The reporter commented: plaintiff may further require a partial or total hysterectomy due to continuing complications resulting from implantation of the device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: in (B)(6) 2006: confirmed full occlusion and proper placement. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Events device breakage, abdominal distention, joint pain , feet & hand pain , headache, migraine, rheumatoid arthritis are added. Lot number added. Lab data updated. Concomitant & historical drugs and condition are added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), pelvic pain ("debilitating pelvic pain") and rheumatoid arthritis ("autoimmune disorder type of disorder: rheumatoid arthritis") in an adult female patient who had essure (ess205) (batch no. 509798) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included myalgia, malaise, fatigue, nose bleed, laboured breathing, paranasal sinus bleeding, joint pain, polyarthralgia, upper back pain, nausea, gastrointestinal disorder and joint swelling. Concurrent conditions included menorrhagia, energy decreased and energy decreased. Concomitant products included cilest (trinessa) from 2003 to 2006 for birth control as well as adalimumab (humira) from 2009 to 2015 and hydroxychloroquine from 2007 to 2015. In 2006, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), fatigue ("fatigue"), abdominal distension ("abdominal distention and bloating"), migraine ("migraines / headaches"), headache ("migraines / headaches") and arthralgia ("pain / joint pain / hip pain/ knee pain"). In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), depression ("depressed"), swelling ("swelling"), anxiety ("anxious"), neck pain ("neck pain") and pain in extremity ("feet and hand pain"). The patient was treated with surgery (salpingectomy with removal of both fallopian tubes and the essure devices in (B)(6) 2015). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device breakage, pelvic pain, rheumatoid arthritis, depression, fatigue, anxiety, abdominal distension, migraine, headache, arthralgia and neck pain outcome was unknown and the swelling and pain in extremity had resolved. The reporter considered abdominal distension, anxiety, arthralgia, depression, device breakage, fatigue, headache, migraine, neck pain, pain in extremity, pelvic pain, rheumatoid arthritis and swelling to be related to essure (ess205). The reporter commented: plaintiff may further require a partial or total hysterectomy due to continuing complications resulting from implantation of the device. Removed entire fallopian tube and the essure coils intact. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2006: confirmed full occlusion and proper placement on (B)(6) 2015, surgical pathology report: specimens: fallopian tube, left, left fallopian tube. Fallopian tube, right, right fallopian tube. Final diagnosis: a) left fallopian tube, left salpingectomy: focal epithelial erosion, organizing hematosalpinx and underlying granulation tissue. Benign walthard rests increased inflammation not identified. Essure device present b) right fallopian tube, right salpingectomy: fallopian tube, without histologic abnormality or increased inflammation. Essure device present. Clinical information: unspecified symptom associated with female genital organs. Tuboplasty or valvoplasty after previous sterilization. Confirming the injuries reported in this case, the following one/ones were described in patient¿s medical records/social media: arthralgia, rheumatoid arthritis,swelling. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complain. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("debilitating pelvic pain") in a female patient who had essure (ess205) inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), swelling ("swelling"), fatigue ("fatigue"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (salpingectomy with removal of both fallopian tubes and the essure devices in (B)(6) 2015). Essure (ess205) was removed in (B)(6) 2015. At the time of the report, the pelvic pain, swelling, fatigue, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, fatigue, pelvic pain and swelling to be related to essure (ess205). The reporter commented: plaintiff may further require a partial or total hysterectomy due to continuing complications resulting from implantation of the device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2006: confirmed full occlusion and proper placement. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2006 and reported adverse events including pelvic pain ("debilitating pelvic pain"). Plaintiff underwent surgery (salpingectomy with removal of both fallopian tubes) and essure was removed in (B)(6) 2015. Pelvic pain is highly prevalent in women, and may have multiple causes. In this case no alternative explanation was given for this event. This case was classified as incident since device removal was required. The product technical investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Follow-up information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("debilitating pelvic pain") in a female patient who had essure (ess205) inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), swelling ("swelling"), fatigue ("fatigue"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (salpingectomy with removal of both fallopian tubes and the essure devices in (B)(6) 2015). Essure (ess205) was removed in (B)(6) 2015. At the time of the report, the pelvic pain, swelling, fatigue, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, fatigue, pelvic pain and swelling to be related to essure (ess205). The reporter commented: plaintiff may further require a partial or total hysterectomy due to continuing complications resulting from implantation of the device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2006: confirmed full occlusion and proper placement. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2006 and reported adverse events including pelvic pain ("debilitating pelvic pain"). Plaintiff underwent surgery (salpingectomy with removal of both fallopian tubes) and essure was removed in (B)(6) 2015. Pelvic pain is highly prevalent in women, and may have multiple causes. In this case no alternative explanation was given for this event. This case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.